Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire was difficult to move, and the guidewire lumen was bent. At the end of the procedure the physician had difficulty advancing and withdrawing the catheter. When they removed the catheter from the patient, they saw the tip of the catheter was kinked. The procedure had been completed with no patient complications. The catheter has been received and is awaiting analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and it was noted that the guidewire lumen of the catheter was heavily kinked. The catheter was returned without a guidewire inserted so the nature of the guidewire stuck allegation could not be evaluated, and the cause of the stuck guidewire could not be confirmed. The kinking was determined to be most likely due to unintended user error as the damage likely occurred while manipulating or deploying the device.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire was difficult to move, and the guidewire lumen was bent. At the end of the procedure the physician had difficulty advancing and withdrawing the catheter. When they removed the catheter from the patient, they saw the tip of the catheter was kinked. The procedure had been completed with no patient complications. The catheter has been received and is awaiting analysis.